Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced an anaphylactic shock leading to a fatal outcome. The device will not be returned as it is still implanted in the patient, no further information was provided but had been requested.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The reported polymer leak is unconfirmed due to a lack of relevant medical records and imaging. Procedure related harm, device, user, procedure or anatomy relatedness of these events could not be determined with the one (1) computed tomography (CT) scan dated (B)(6) 2020 that was provided for review. However, the following off- label contributing factors were identified; the juxta renal angulation of 68 degrees (should be equal to or less than 60). The left renal artery snorkel procedure due to the challenging renal anatomy (the left renal artery is 17.3 mm below right renal area creating a neck length of 4mm). There was also moderate calcification in the proximal neck (cautionary product use condition). It was reported that the patient died on the first post-operative day due to a thrombotic occlusion of the right access vessel using the suture closure system and was not related to the reported polymer leak. Additionally, on 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: b5: describe event or problem has been updated.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced an anaphylactic shock leading to a fatal outcome. The device will not be returned as it is still implanted in the patient, no further information was provided but had been requested. Additional information and corrections: during the implantation of the ovation ix abdominal stent graft system, an intraoperative leaking of the contrast agent-polymer mixture during the filling phase with consecutive anaphylactic shock, successful cardiopulmonary resuscitation of the patient and successful completion of the operation occurred. Postoperatively protracted circulatory instability, ongoing need to administer catecholamines, newly occurring pupil difference and hemodynamically relevant pericardial effusion with low output, lactate increase, thrombotic occlusion of the right prosthetic leg with critical ischaemia of the right lower leg was reported by the physician. As part of the anesthetic induction for the revision: surgery cardiac arrest with cardiopulmonary resuscitation, echocardiographically large pericardial effusion, relief through emergency subxiphoidal pericardial fenestration, electromechanical decoupling, exitus letalis after further frustran cardiopulmonary resuscitation was reported by the physician. The cause of death was reported to be a thrombotic occlusion of the right access vessel using the suture closure system.